Manufacturer narrative:
Device evaluation anticipated , but not yet begun.

Event description:
The complainant reported that while using a pressure injector at 600 psi to perform an lvg procedure, the rotator on the stopcock came off. No patient or clinician harm or injury occurred.